Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the device was received for evaluation. A pressure test was performed under 2 bars, no air intake and no leak was observed. The pods were tested with no leak. All connectors are compliant. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m100 set, an external blood leakage occurred at the bottom of the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.